Event description:
It was reported that there was a total knee revised due to femoral cam jumped the tibia insert post.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon x3 poly 9mm. Additional information has been requested and if received will be provided in a supplemental report.